Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The likely cause of the event was the oad contacting the spring tip of the viperwire. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary oas instructions for use states, "always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guidewire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a lesion in the left anterior descending coronary artery (lad). While the oad was in glideassist mode prior to treatment, the viperwire was pulled back into the oad, and the spring tip fractured. A fluoroscopy search was performed for the spring tip fragment, but the fragment was unable to be located in the patient. It was unknown if the fragment remained in the patient. A second viperwire was used to continue the procedure with the oad, and balloon angioplasty and stent placement were also performed to complete the procedure with no additional complications reported.